Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range, or high, rv coil impedance. In addition, non-sustained ventricular tachycardia with noise on the farfield electrograms (egm) was observed with clean nearfield egms. The wavelet match scores were also noted to have been off and the patient's optivol measurements had been "all over." The clinician questioned if there was a possible connection issue between the rv lead and the cardiac resynchronization therapy defibrillator (crt-d). Additional information has been requested, however is unavailable at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received and the patient was noted to have been assessed for a potential rv coil issue. Upon assessment, the patient's ejection fraction had improved, therefore, the physician and patient chose to turn off the detections for the device and the patient would continue to receive cardiac resynchronization therapy (crt) without detections or therapies enabled for ventricular arrhythmia. The alert for rv coil impedance was also disabled. The patient will continue to be monitored at regular intervals for assessment of device function. No patient complications have been reported as a result of this event.

Event description:
It was further reported that a rv coil fracture is suspected for the right ventricular (rv) lead and the cardiac resynchronization therapy defibrillator (crt-d) has now reached recommended replacement time (rrt). The rv lead and crt-d remain in use.

Manufacturer narrative:
Correction b1 and h1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.